Event description:
It was reported that after the customer had gone in the pool with the pump on, the pump shut off and became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.